Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery : battery / (B)(4)/ model #: 1650/ expiration date: 2017-06-30 UDI #:(B)(4), mfg date: 2016-06-30 (B)(4).

Event description:
It was reported that there was power switching. The patient reported a critical battery alarm, which was verified in log files. After switching to a new battery the alarm continued. The patient then exchanged the controller and there have been no further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The battery was not returned for analysis. A review of the manufacturing records confirmed that the associated battery met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. Failure analysis of the controller revealed that the device passed functional testing. Visual inspection under 10x magnification revealed a hairline crack around power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack was not related to the reported event. Based on an investigation, the root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environment stress cracking. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections involving the battery. Analysis of the alarm log files revealed one (1) critical battery alarm due to a communication error involving the battery. As a result, the reported power switching and critical battery alarm events were confirmed. The most likely root cause of the reported critical battery alarm event can be attributed to a communication error between the controller and battery. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and battery. An internal investigation is evaluating momentary disconnections. Additional products: battery/ (B)(4). H3: yes h6 FDA method code(s): 3331, 4112, 4114 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Logfile review indicated that three batteries also had communication errors. The batteries remain in use.

Manufacturer narrative:
Product event summary: the controller ((B)(6)) was returned for evaluation. The batteries ((B)(6)) were not returned for analysis. A review of (B)(6) manufacturing records confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. Failure analysis of the controller revealed that the device passed functional testing. Visual inspection under 10x magnification revealed a hairline crack around power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack was not related to the reported event. Based on an internal investigation conducted, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller, (B)(4) , contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections involving (B)(6), as well as a premature power switching event due to a communication error involving (B)(6). Additionally, analysis of the data log files revealed multiple instances involving (B)(4) where the batteries' relative state of charge (rsoc) was between 101-201, which is indicative of communication errors. Analysis of the alarm log files revealed one (1) critical battery alarm due to a communication error involving (B)(6), as a result, the reported power switching, communication error, and critical battery alarm events were confirmed. The most likely root cause of the reported critical battery alarm event can be attributed to a communication error between the controller and battery. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation examined momentary disconnections. Serial#: (B)(6) h6: FDA method code(s): 3331, 4112, 4114 h6: FDA conclusion code(s): 12, 4307 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2018 / serial#: (B)(6), UDI #: (B)(4) d10: no h3: yes h4: mfg date: 31-jan-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-may-2018 / serial#: (B)(6), UDI #: (B)(4) d10: no h3: yes h4: mfg date: 31-may-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller fails external visual inspection and passed functional testing. Investigation is ongoing. Additional products: battery bat322338, (B)(4). If information is provided in the future, a supplemental report will be issued.